Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as painful to their ribs. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed lidocaine for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.